Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant procedure, the physician felt the lead was defective. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.